Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause of the event on was due to a faulty printed circuit board. However, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii video system center had an issue with the video not coming out. The issue was found during maintenance. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty printed circuit board causing no serial digital interface output signals. The printed circuit board needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.